Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 11, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to how she felt. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 7:00 am on (B) (6), 2010. The patient reportedly tested with the subject meter and obtained blood glucose readings of "338, 333, 324, 272, 499 mg/dl." The time differences between the readings are not known. The cca documented that the patient manages her diabetes with diet and insulin through an insulin pump. The patient stated that due to the reported readings, she changed her diabetes routine by having less food/drink and increasing her dose of insulin (exact dosage not provided). An hour after the alleged meter results were obtained, the patient reportedly developed "shaking, sweating, irritability and hunger." The patient did not report any treatment for her symptoms. The cca documented that the patient did not have a control solution to perform a quality control test at the time of the call. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, modified her diabetes regiment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.